Event description:
The customer was hospitalized for high bgs and dka. The customer stated that the pump is not available for testing. Also it was reported that the physician's diagnosis was unavailable at the time of call. However, the customer stated a full blood panel has been taken to rule out all possible causes of high bgs. A day later, the family member called for further testing and found an error alarm. The pump passed the self-test.